Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system would not launch the application software. To resolve the reported issue, the computer for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system computer experienced a hard drive failure after being powered on for 20 minutes.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not complete start up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The board was replaced as part of the image acquisition system (ias) computer upgrade.